Manufacturer narrative:
G3: user facility number: mw5146142. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the following imdrf patient codes and impact code capture the reportable events of: e1020 - nausea. E233605 - septic shock. E2330 - pain. E2321 - hypotension. E230101 - fever. E0311 - high white blood cell count. E2304 - chills. E1906 to capture the reported event of transaminitis. E2402 to capture the reported event of lactic acidosis, elevated procalcitonin, and acute kidney injury (aki). E2008 captures the reportable event of unretrieved device fragment. The following imdrf impact codes capture the reportable events of: f12- serious illness/ illness/ impairments. F23 - unexpected medical intervention. F08 - f08: hospitalization or prolonged hospitalization. Imdrf device code a0501 captures the reported event of detachments of device or device component. Block h10: correction to field block e1: initial reporter first name. Correction to field block e1: initial reporter last name. Correction to field block h6: patient code and device code. Updated block b: describe event or problem.

Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used during a cystourethroscopy ureteroscopy with lithotripsy and ureteral stent insertion procedure on (B)(6) 2023. The patient presented to the emergency department with bilateral flank pain, fever, nausea, chills, and lethargy, and was admitted with septic shock. She was found severely hypotensive with a blood pressure of 60, lactic acidosis, leukocytosis, and elevated procalcitonin 100. The patient has acute kidney injury (aki), a CT (computed tomography) scan of the abdomen and pelvis was performed and showed a piece of broken needle embedded in the upper pole of the left kidney. The patient was admitted to the intensive care unit under critical care medicine (ccm). The patient underwent cystourethroscopy ureteroscopy with lithotripsy and ureteral stent insertion, the retained foreign object was removed and sent for pathology. The patient tolerated the procedure well without complications and was discharged home. Once the infection is cleared, the patient was advised to have an outpatient ureteroscopy to assess the abnormal computed tomography (CT) finding in the left kidney. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used during a cystourethroscopy ureteroscopy with lithotripsy and ureteral stent insertion procedure on (B)(6) 2023. The patient presented to the emergency department with bilateral flank pain, fever, nausea, chills, and lethargy, and was admitted with septic shock. She was found severely hypotensive with a blood pressure of 60, lactic acidosis, leukocytosis, and elevated procalcitonin 100. The patient has acute kidney injury (aki), a CT (computed tomography) scan of the abdomen and pelvis was performed and showed a piece of broken needle embedded in the upper pole of the left kidney. The patient was admitted to the intensive care unit under critical care medicine (ccm). The patient underwent cystourethroscopy ureteroscopy with lithotripsy and ureteral stent insertion, the retained foreign object was removed and sent for pathology. The patient tolerated the procedure well without complications and was discharged home. Once the infection is cleared, the patient was advised to have an outpatient ureteroscopy to assess the abnormal computed tomography (CT) finding in the left kidney.

Manufacturer narrative:
G3: user facility number:mw5146142. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the following imdrh patient codes and impact code capture the reportable events of: e1020 - nausea. E233605 - septic shock. E2330 - pain. E2321 - hypotension. E230101 - fever. E0311 - high white blood cell count. E2304 - chills. E1906 to capture the reported event of transaminitis. E2402 to capture the reported event of lactic acidosis, elevated procalcitonin, and acute kidney injury (aki). The following imdrh impact code capture the reportable events of: f12- serious illness/ illness/ impairments. F23 - unexpected medical intervention. F08 - f08: hospitalization or prolonged hospitalization.